Manufacturer narrative:
Root cause: issue got resolved after customer clean the dust from the power board. The issue is related with the dust accumulated on the power board.

Event description:
Additional information received indicates that the customer sent log files for further investigation.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the unit is showing automatic shutdown dialogue box on the screen reputedly. They have provide the logs. Checked the logs we can see 1918 entries of power button pressed and power button release listed between 15 mar and 03 apr. No patient involvement was reported.